Manufacturer narrative:
Ous MDR - the device was implanted for 41 months. Upon receipt, the incoming inspection revealed the battery status eri. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted, indicating a depleted battery. The ICD was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be depleted. Further investigations revealed that a low voltage capacitor on the electronic module was damaged, causing an increased current consumption, draining the battery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be flawless. In summary, the clinical observation resulted from a damage on the electronic module. The manufacturing records document, a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however, the date of occurrence was not determinable.

Event description:
Ous MDR - after an implant duration of about 41 months, eri was reported. No adverse patient side effects have been reported. The device was explanted.